Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® no additive (z) tubes contained fm.

Manufacturer narrative:
PMA / 510(k)# is corrected to exempt.